Event description:
An 8 x 25mm biorci-ha interference screw broke during insertion. The surgeon used the starter, but not the tap (as recommended in the instructions for use) to prepare the femoral tunnel. An 8 x 20mm biorci-ha screw was used to complete the repair. It is believed that all the broken pieces were removed from the patient. No patient injury or procedural complications resulted.